Event description:
In 2001 donor returned to plasma collection facility for another donation. Donor had donated previously 2 days ago. Donor presented staff with a hematoma approximately 2 inches long and 2 inches away from the previous venipuncture site, which was located on the donor's left arm. Donor also complained to having pain in the left arm. Donor was deferred from donating until the arm was free from pain and bruising. Evaluation of donor revealed left arm to be free of phlebitis near the venipuncture site. Donor experienced tenderness to the muscle area above the venipuncture site as well as an inability to extend the arm completely without muscle pain. Donor was sent home with instructions to alternate heat for pain and cold for swelling on the left arm. Donor advised not to use left arm and to take anti-inflammatory medication as needed. Donor was advised to contact center or personal physician if condition worsened. Five days later, donor center did a follow-up call to the donor at which time the donor indicated that the use of heat on the affected arm was helping "slightly". Donor again was advised not to use arm. Five days later, donor notified the plasma center the donor had visited the ER as pain continued on the donor's left arm. Donor mentioned to center that the ER informed the donor that the donor had a clot present in the left arm. Center manager asked donor to return to plasma center so that plasma center's medical director may evaluate the donor. Donor declined coming to center. Ten days later, donor contacted center to advise them that the donor was now being treated for a clot to the lung (pulmonary emboli). Donor still declined follow-up by the center. Donor remains on anticoagulant therapy at this time.